Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the prograsp forceps instrument branch insert was loose at the front. It was discovered in the aemp, after machine preparation. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed on an in-house system, passed the recognition and engagement test and moved intuitively with full range of motion in all directions. The instrument was fully functional, no product issue was identified, and the product is considered conforming in its current state. The instrument was visual inspected internal and external with no issues identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the prograsp forceps instrument was working properly during the functional tests and there were no damages found during the visual inspection. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Since no issue was found with the instrument, there is no associated fmea item or risk score.